Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, white particles in shell, wear abrasion, broken on plug strap, and missing on plug strap (0-25%). Leak test and microscopic analysis was performed which identified: a crease sharp opening on anterior, striated broken on plug strap, and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as fold flaw opening. Striated broken on plug strap assessed as surgical damage. Missing on plug strap assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.